Manufacturer narrative:
RMA (B)(4) was initiated for this issue. Model tdxsp-cg serial number (B)(4) is approximately 1 year old. User manual part number 1143190 rev j (nov-10) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the joystick boot is torn. It is unknown of the joystick has been exposed to fluids. The following warning is provided on page 27: "do not use if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately."

Event description:
The consumer alleges the joystick was smoking. No injury is alleged.